Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/1/2020. H.6. Investigation: customer returned (87) used 32gx4mm bd pen needles without covers, tear drop labels, or inner shields attached. Consumer reported, no insulin flow when priming. All 87 returned pen needles were examined, and the following was observed: 81 pen needles exhibited bent non-patient end (npe) cannulas; 4 pen needles exhibited broken npe cannulas; 2 pen needles exhibited straight npe cannulas; these 2 pen needles were tested for flow using a test pen injector, and both were able to expel properly. No evidence of manufacturing defect was observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 87 pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that a bd hypodermic single lumen needle clogged and was unable to prime during use. The following was reported by the initial reporter: "it was reported that there was no insulin flow during priming. Consumer: spanish caller-interpreter used on call; consumer reported, no insulin flow when priming".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a bd hypodermic single lumen needle clogged and was unable to prime during use. The following was reported by the initial reporter: "it was reported that there was no insulin flow during priming. Verbatim: (B)(6) caller-interpreter used on call consumer reported, no insulin flow when priming".